Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had issues with skin when removed the tape. The customer¿s blood glucose was 218 mg/dl. Customer was declined to troubleshooting. Customer stated that when using the sensor went into warm up after a day in a half started having issues with communication issues and had a change sensor. The device will not be returned for analysis.